Manufacturer narrative:
H6: investigation summary. This statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1181838. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photo was provided and showed ¿cov2: +¿ in the display screen. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The patient impact was not reported. Eua # (B)(4). The following information was provided by the initial reporter: incident occurred at 12.35pm at one of the ntuc warehouses on (B)(6) 2021. Nasal swab was obtained. Swab was mixed in the buffer tube for 15 seconds. 3 full drops were dispensed on cartridge and was incubated for 15 minutes in a bento box. Anazlyer now mode was used in the setting. Analyzer read as cov2+, 1 control line present upon visual check. Patient was asked to do pcr by parkway, result was out on (B)(6) 2021 - pcr negative result. Hence, reporting complaint as false positive result.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The patient impact was not reported. Eua #: (B)(4). The following information was provided by the initial reporter: incident occurred at 12.35pm at one of the ntuc warehouses on (B)(6) 2021. Nasal swab was obtained. Swab was mixed in the buffer tube for 15 seconds. 3 full drops were dispensed on cartridge and was incubated for 15 minutes in a bento box. Anazlyer now mode was used in the setting. Analyzer read as cov2+, 1 control line present upon visual check. Patient was asked to do pcr by parkway, result was out on (B)(6) 2021 - pcr negative result. Hence, reporting complaint as false positive result.